Event description:
The customer reported that the device was activated on (B)(6) 2012 at 12:50 am. Her blood glucose measured 125 mg/dl immediately prior. She awoke at 12:01 pm and her bg was 404 mg/dl. She smelled insulin and thinks the cannula was not inserted properly.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm product condition. The customer reported that she thought the cannula had not inserted properly. This condition would interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."